Event description:
It was reported that the patient experienced an intermittent poking sensation or twinge in the chest cavity when paced, although it was not near the device itself. On interrogation it was noted that there was a warning that the polarity of the right ventricular lead had switched to unipolar. Bipolar lead impedance was high, capture thresholds were also higher than unipolar and r waves were lower than unipolar. It was also noted that high rate episodes with electrograms appeared to be non-physiologic signals. The lead was left in bipolar and the output was increased. The patient will be monitored every three months. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and out of range high right ventricular pacing impedance was noted. The lifetime high impedance is 2062 ohms with 40 high impedance/unipolar paces. A lead alert was noted (B)(6) 2011. Atrial capture management indicates a mode switch. Unipolar capture is approximately .75 mv. Bipolar threshold noted to be high in complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.